Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported heart block could not be conclusively determined.

Event description:
During the procedure, a complete heart block was noted. The patient's dual chamber ICD was upgraded to biventricular ICD and was stabilized. Further attempts to gather information were conducted to no avail.